Event description:
It was reported that label error occurred before use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "sales rep states a customer is reporting that a box of insulin syringes is labeled incorrectly. He states the customer has product 305932, 1/2ml safetyglide insulin syringe but the packaging states "u-100" and not "u-50". Sales rep does not have a picture of the packaging and is not with the customer or product."

Manufacturer narrative:
The changes are as follows: g.4. Date received by manufacturer: 2019-12-03.

Manufacturer narrative:
Investigation summary: customer returned photos of 1/2ml, 13mm, 29g bd safetyglide u100 insulin syringe from lot # 8325558. Customer states that the packaging states "u-100" and not "u-50¿. The photos were examined and exhibited the shipping carton with a label stating that the syringes should be 1/2ml, 13mm, 29g bd safetyglide u100 insulin syringes. The photo of the syringe shows a 1/2ml, u100 insulin syringe. The ¿u100¿ indicates the concentration of insulin in a given volume, specifically 100 units of insulin per ml of liquid. The ¿1/2ml¿ indicates that the syringe is able to accurately measure 1/2ml of liquid. The syringes in the photos are able to accurately measure 1/2ml of u100 insulin, therefore a maximum amount of 50 units of u100 insulin can be accurately drawn into the syringe. No defects were observed with the labeling of the product or the scale printed on the syringe. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that label error occurred before use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "sales rep states a customer is reporting that a box of insulin syringes is labeled incorrectly. He states the customer has product 305932, 1/2ml safetyglide insulin syringe but the packaging states "u-100" and not "u-50". Sales rep does not have a picture of the packaging and is not with the customer or product."